Manufacturer narrative:
The affected device was investigated onsite by a dräger service technician. When checking the device, the reported event could be confirmed. However, the device analysis could not detect a malfunction and the error could not be reproduced. In a further device investigation at the manufacturer, the circuit board cpu was identified as the root cause of this incident. The device reacted as specified for this malfunction by initiating a warm start in an attempt to solve the issue. During a warm start the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the evita xl switched off during ventilation of the patient. After 5-8 seconds, the device returned to operation. No patient injury was reported.